Event description:
Per independent repair center statement unit is alarming or red light. The key failure was the pilot valve was not shifting. Additional malfunctions were the tie wraps and clamp hose were leaking.